Event description:
It was reported that the user experienced a libre 3+ sensor error within the first 12 hours of use while paired to the ilet, characterized as signal loss to the ilet, and user education and troubleshooting were provided. Symptoms included no reported adverse clinical effects. Outcomes included no change in patient condition and no medical intervention or hospitalization. Investigation included complaint handling review and user troubleshooting guidance. Investigation of this case revealed that the device experienced an early-session sensor error with transient communication loss, consistent with known behavior that can resolve without hardware failure. It was concluded, based on previously established findings for similar reports that the event did not involve a device malfunction affecting patient safety and that continued monitoring and follow-up with the healthcare provider were appropriate.